Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill, fibrin strands, oil gel globules, red cell hang up, clogged instrumentation. This clog event occurred 8 times with batch 1026382. This underfill event occurred 8 times with batch 1026382. This fibrin strand event occurred 8 times with batch 1026382. This oil gel globules event occurred 8 times with batch 1026382. The following information was provided by the initial reporter. The customer stated: users state that the tubes do not reach the marked volume, fibrins remain in the serum and gel particles remain in the serum of the sst ii 5ml tube. The sample was taken from 8 tubes at random from lot 1026382 (fv: 07/31/2022), however, all the samples of the day were taken with the same lot. The extractions are performed under the same preanalytical conditions and are treated in the same way and homogenized 6-7 times each. It is verified that it does not fill up to the volume indicated on the label and it is less than 10%. After extraction, it is left for 60 min until the clot retracts. They are centrifuged at 2000 (3500 rpm in the centrifuge they use), 1800 and up to 2800 gravities for 5 minutes. When removing the tubes from the centrifuge, the following is verified: blood traces on the walls of the tube, under the cap. Fibrin. Gel particles. Conclusion: the particles in the serum are causing obstructions and to avoid this inconvenience, all foreign particles are being removed with a tip, causing additional processes that should not be carried out. Users state that the tubes do not reach the marked volume, fibrins remain in the serum and gel particles remain in the serum of the sst ii 5ml tube. Are there other batch #s? If so, what? There are more batches affected at this facility: 1026382 (fv: 31/07/2022) and 1085073 (fv: 30/09/2022. Quantity affected; (B)(4); were there erroneous results? There have been obstructions, which it's needed for the user to remove particles from gel or fibrin manually; if so, have them been released to professionals? Were there erroneous results, change in treatment, error in diagnosis, etc.? No, since usually it only obstructs the analyzer or generates more work since it's needed to remove particles from each tube. At the other facility it has been decided to no longer work with these tubes; pictures availability; pictures and complaint report shared; (B)(4); what was the level of tube fill? No fill (fill volume is near zero) partial fill over fill unsure; both partial fill, overfill, etc.; it fills approximately from 15 up to 20% less than the mark stablishes; how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? At another facility, when it was verified it has been decided to use another batch as soon as it was noticed it doesn't reach the proper volume and generates too much fibrin. At this facility it has been implemented an additional procedure which the fibrins and gel particles are removed so samples can be processed, which generates delay. How was the tube drawn? By vacuum; was a discard tube used? Discard tubes are not used; however, in some cases the tube was drawn after a citrate tube or another sst ii advance; was a successful draw achieved with the same lot? No; is this happening with one particular: department, unit, and shift, time of day or person? No, it happens with everyone that draws samples; what was method of draw? Straight needle wingset syringe line unsure/other (please list); vacuum system; are you using a bd device to transfer the blood to a tube? Btd llad no, other; vacutainer needle direct from vein; if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection); this device has not been used; have the tubes been exposed to heat? No; how many locations affected (impatient, outpatients, etc.) Impatients, outpatients, donators; how many inversions were made to tubes after the collection? 6-7 inversions in average; how long was the blood allowed to clot after it was collected? 60 minutes, in some cases longer (when it was believed this was the issue), but the issue persists; is the patient on anticoagulant therapy or does the patient have a bleeding disorder? No; if samples was transported, was sample recentrifuged on site? Samples are not transported, since they are at the same facility to be processed.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules, fibrin strand(s), red cell hang up was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules, fibrin strand(s), red cell hang up was not observed. 20 retained samples from the implicated lot number: 1085073 were draw-tested with deionized water. No underfill observed. Unable to test retained samples for the batch: 1026382 due to the tubes being expired july 2022. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (oil gel globules, fibrin strand(s), red cell hang up) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. The complaint lot(1026382) reported after expiration date was unavailable for testing. It is recognized that when any combination of these issues noted are observed, it may result in the reported instrumentation issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules, fibrin strand(s), red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill, fibrin strands, oil gel globules, red cell hang up, clogged instrumentation. This clog event occurred 8 times with batch 1026382. This underfill event occurred 8 times with batch 1026382. This fibrin strand event occurred 8 times with batch 1026382. This oil gel globules event occurred 8 times with batch 1026382. The following information was provided by the initial reporter. The customer stated: users state that the tubes do not reach the marked volume, fibrins remain in the serum and gel particles remain in the serum of the sst ii 5ml tube. The sample was taken from 8 tubes at random from lot 1026382 (fv: 07/31/2022), however, all the samples of the day were taken with the same lot. The extractions are performed under the same preanalytical conditions and are treated in the same way and homogenized 6-7 times each. It is verified that it does not fill up to the volume indicated on the label and it is less than 10%. After extraction, it is left for 60 min until the clot retracts. They are centrifuged at 2000 (3500 rpm in the centrifuge they use), 1800 and up to 2800 gravities for 5 minutes. When removing the tubes from the centrifuge, the following is verified: - blood traces on the walls of the tube, under the cap. - fibrin. - gel particles. Conclusion: the particles in the serum are causing obstructions and to avoid this inconvenience, all foreign particles are being removed with a tip, causing additional processes that should not be carried out. Users state that the tubes do not reach the marked volume, fibrins remain in the serum and gel particles remain in the serum of the sst ii 5ml tube. - are there other batch #s? If so, what? >>> there are more batches affected at this facility: 1026382 (fv: 31/07/2022) and 1085073 (fv: 30/09/2022. - quantity affected; >>> customer provides the quantity in warehouse 1900 units of batch 1026382, and 1500 units of batch 1085073); - were there erroneous results? >>> there have been obstructions, which it's needed for the user to remove particles from gel or fibrin manually; - if so, have them been released to professionals? Were there erroneous results, change in treatment, error in diagnosis, etc.? >>> no, since usually it only obstructs the analyzer or generates more work since it's needed to remove particles from each tube. At the other facility it has been decided to no longer work with these tubes; - pictures availability; pictures and complaint report shared; - what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.)? 90% of tubes present issues ((B)(4) units of batch 1026382; (B)(4) units of batch 1085073); - what was the level of tube fill? No fill (fill volume is near zero) partial fill over fill unsure; both partial fill, overfill, etc.; it fills approximately from 15 up to 20% less than the mark stablishes; - how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? At another facility, when it was verified it has been decided to use another batch as soon as it was noticed it doesn't reach the proper volume and generates too much fibrin. At this facility it has been implemented an additional procedure which the fibrins and gel particles are removed so samples can be processed, which generates delay. - how was the tube drawn? By vacuum; - was a discard tube used? >>> discard tubes are not used; however, in some cases the tube was drawn after a citrate tube or another sst ii advance; - was a successful draw achieved with the same lot? No; - is this happening with one particular: department, unit, and shift, time of day or person? No, it happens with everyone that draws samples; - what was method of draw? Straight needle. Wingset. Syringe. Line. Unsure/other (please list); vacuum system. - are you using a bd device to transfer the blood to a tube? Btd. Llad. No, other; vacutainer needle direct from vein; - if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection); this device has not been used; - have the tubes been exposed to heat? No; - how many locations affected (impatient, outpatients, etc.) Impatients, outpatients, donators; - how many inversions were made to tubes after the collection? 6-7 inversions in average; - how long was the blood allowed to clot after it was collected? 60 minutes, in some cases longer (when it was believed this was the issue), but the issue persists; - is the patient on anticoagulant therapy or does the patient have a bleeding disorder? No; - if samples was transported, was sample recentrifuged on site? Samples are not transported, since they are at the same facility to be processed.